Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed vancomycin (vanc) results obtained on one patient sample on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. Service method testing was within specification. All follow-up testing demonstrated acceptable quality control (qc) accuracy and method precision. No process errors were observed around the time of the event. No product non-conformance was identified with the vancomycin (vanc) assay or the dimension vista 500 system. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
Discordant falsely depressed vancomycin (vanc) patient sample results were obtained on a dimension vista 500 system. The falsely depressed results were not reported to the physician(s). The same sample was reprocessed on the same system and on an alternate dimension vista 500 system. Higher results considered correct were obtained. A corrected report was issued with the higher result obtained on the alternate dimension vista 500 system. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) results.